Event description:
Intra-operatively clipper misfired deploying more than one (1) clip at a time. Since this event there have been several other similar occurrences reported verbally by two (2) different surgeons.